Event description:
Grasper jaw(s) broke during laparoscopic cholecystectomy allowing one of the jaws to fall down into the medial aspect of the liver into the gutter. Procedure converted to open to retrieve jaw. Jaw(s) retrieved and extensive search revealed no other pieces of the clamp in the abdominal cavity.